Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s scs ipg was unable to connect with the patient controller after the patient had an rf ablation. Reportedly, the device was not placed into surgery mode prior to the procedure. Troubleshooting was successful in the recovery of the ipg thus resolving the issue.